Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the air/water nozzle and corrosion on the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign matter inside the air/water nozzle of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a root cause of the "universal cord has corrosion" malfunction could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.